Event description:
Reporter received the following results on the aviva system within 7 minutes, and 10 minutes respectively: 1.60 mg/dl, 172 mg/dl, 79 mg/dl 2. 172 mg/dl, 79 mg/dl, 105 mg/dl readings of 172 mg/dl and 79 mg/dl were not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.